Manufacturer narrative:
A sister device is available to be returned for evaluation. However; it has not yet been received.

Event description:
It was reported that a microclave clear connector leaked fluorouracil (5fu). The patient was coming back for a 5fu surefuser disconnect. The needless connector was secured when checked by the nursing staff and was not over-tightened. There were no obvious cracks or deformities noted with the bungs. The clinician believes the bungs were from the same batch as they were in all the trolleys when a check of the stock was performed. The patient went home with elastomeric. The patient was reported to have had slight skin irritation and was treated with moisturizer, when the nurse saw the patient again in a couple of days the irritation had settled. There was no chemo spill, just crystallization of chemo at the site of connection and some on the patient¿s skin. No additional information is available at this time. This is report one of two.

Manufacturer narrative:
There was photo evidence of visible white residue at that connection site suggesting a leak did occur, but it cannot be determined from the photo if the leak was a result of a female luer crack or defect in the mating device or some anomaly with the male luer of the 011-mc100 microclave. No mating device was returned to evaluate with the 011-mc100 microclave connectors. Subsequent testing showed that the returned 011-mc100 microclave connectors met product performance expectations relative to product leakage outlined in the product performance specification. The probable cause of the leakage cannot be determined without the return of the actual sample and mating device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.